Manufacturer narrative:
The reported issue was discovered while trying to download data logs. Per the field service representative, he was unable to verify the reported complaint. The unit operated as intended. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly

Event description:
It was reported that during the use of the device for a non-clinical activity, the central control monitor (ccm) had a communication issue and there was nothing displayed on the list in the service diagnostic screen. There was no patient involvement.